Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. The bracket that holds the inverter board was cracked. A known good inverter board was installed and the display became fully operational. No other discrepancies were encountered during the internal inspection of the returned cycler. A simulated treated was performed and completed without failure. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a shorted transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A patient¿s caregiver reported that the cycler alarmed patient line is blocked during drain one of three and requested a replacement cycler. The technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. Additional information was requested however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, a blank screen and burning smell was encountered. There was evidence of an internal short was identified on the transformer on the inverter board.